Manufacturer narrative:
The investigation has been started. Results will be provided within a follow-up report.

Event description:
It was reported that the perseus failed during use and continued operation after approx. 10 seconds with an alarm message indicating that the flowsensor was not calibrated. There was no patient injury reported.